Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (3 mg/ml at 0.1445 mg/day) and bupivacaine (0.8 mg/ml at 0.006 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a MRI a little over 1 hr ago due to bilateral leg pain with paresthesia to the leg that they had been experiencing for the past couple of weeks. It was noted that they were currently being weaned off of intrathecal medication and thinking about device explant. The caller stated that the pump was still showing a motor stall. It was discussed with the caller to wait another 20 min and recheck the pump status with logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.